Event description:
It was reported that during a revision of a patella component referenced in another complaint form, the surgeon chose to exchange the poly as well.

Manufacturer narrative:
The associated complaint device was returned and evaluated. The lab analysis concluded, the as received tibial insert showed damage inside and around the insertion extraction slot. Damage and deformation was observed on the articular surface of the insert; these features have been reported as being created by third-body particulate (bone cement, bone, etc.) In the joint space. Cement and bone particulate are known to be produced during a total knee arthroplasty (tka), even under carefully controlled conditions. No material or manufacturing defects were observed in the course of this investigation. The clinical/medical team concluded, based on the complaint description, the root cause of the patellar loosening and subsequent revision was the reported patient fall, which could also explain the two missing patellar pegs. It was reported that the surgeon elected to proceed with revision of the tibial insert which is routinely performed once the knee is opened for any procedure. No further patient impact is anticipated beyond the revision procedure itself and a brief post-surgical rehabilitation phase. No further medical assessment can be rendered at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.